Event description:
It was reported that the pk dissecting forceps instrument was not grasping. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found no visible issues with the instrument grips/tip. Instrument performance could not be tested, as the instrument had 0 remaining uses. Engineering also observed a 2.5" long section with material removed around the distal end of the main tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Deep scratches were also observed in the same section of the main tube where material was removed, which may have been caused by instrument collisions. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.